Manufacturer narrative:
Investigation: bd received a 24 gauge insyte autoguard IV catheter unit from lot 9084970 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed damage to one side of the adapter's suture wings. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, the engineer could not determine a definitive root cause as the unit was received outside of its original packaging.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was damaged and defective. This was discovered before use. The following information was provided by the initial reporter: the catheter adapter was damaged and deformed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was damaged and defective. This was discovered before use. The following information was provided by the initial reporter: the catheter adapter was damaged and deformed.